Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that the night prior, the patient was changing and pulled the wire ½ and inch out (1/2 inch of bright shiny wire and at that point it was dark and bloody). The wire was still inside, but the patient though she moved it. It was also stated that the patient experienced pain at that time. The patient also experienced a new pain on her side that had been present since surgery. It was further stated that there was some blood and puss at the lead site noted the morning of the report. The lead site was also tender to the touch. The patient was concerned with infection. The reporter left a message for the healthcare provider (hcp) last night and called today. The reporter had not gotten a response back. It was noted that the bandages that prevent the leads from getting pulled out were pulled down. The reporter was to contact the hcp as soon as possible. The trial began on (B)(6) 2014.